Event description:
A customer's meter is not working right. They said that the display is not showing a complete display. In particular the "tens unit" is missing most of the segments. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.